Manufacturer narrative:
(B)(4).

Event description:
It was reported the asymptomatic patient presented to the clinic for a routine device check. Suspected myopotential inhibition was observed. Review of the electrograms confirmed the presence of oversensing and pacing inhibition. The patient hasn't had anymore events since the device programming changes were made.